Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not slide all the way onto the pump. The customer's blood glucose was not impacted. A new cartridge was loaded resolving the issue.